Event description:
Rptr was trying to secure the button into the specimen holder, which required some force to snap-in to the slot. During this maneuver, their fingers slipped from the button and hit the knife blade, resulting in a cut on right middle finger. Compared to other cryostats, this particular model requires snap-in holder of the button and has a large portion of the blade being exposed to give a potential for cutting injury.